Event description:
The device was returned because the pump had a post audible alarm. Upon physical inspection, the allegation was confirmed, and primary audible alarm primary audible alarm (bgnd) test was identified, making the file reportable. There was no patient involvement, and no patient injury was reported.

Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated, and confirmed in the event history log (ehl) primary audible alarm background tes (bgnd) test. The cause of the reported issue was speaker assembly electrical component interference. This was determined to be a reportable issue. The service history review had no indication that the complaint was related to a service of the device within the review period.